Manufacturer narrative:
The sample has been returned and the eval is in progress at this time. A follow up will be submitted on the completion of the eval. The results of the investigation are inconclusive at this time.

Event description:
It was reported during post dilatation of a self expanding stent in the right external iliac, after the balloon had been inflated and deflated during the first pass, the balloon was halfway in and out of the sheath and could not be removed. The doctor did not apply negative pressure before removing the balloon. He then advanced the balloon and applied more negative pressure, but was not successful in removing the balloon through the sheath. The doctor removed the balloon with the 6f sheath and then inserted a new sheath to shoot another angiogram. There was no pt injury reported.